Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged unexpected reset was verified. No reported issue was identified related to alleged high/low blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unexpected pump reset occurred. Contact reported elevated and low bg (values not provided). Contact declined to provide further information regarding the bg events. Tandem technical support (cts) assisted contact with reloading the same cartridge to resume pump therapy. There were no alerts/alarms in pump history. Customer's blood glucose was 250 mg/dl. Upon follow up, contact reported pump was functioning as intended.